Event description:
It was reported that the user accidentally entered a pool while wearing the ilet pump, after which the device stopped functioning, the screen did not display, and the app showed it as disconnected; the user transitioned to backup therapy and blood glucose was not affected, consistent with a device problem consistent with moisture damage involving a seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information to determine any broader impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with leakage through a seal leading to moisture damage of the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.